Manufacturer narrative:
The patient¿s age and weight were not provided. The referenced subsequent pump exchange after the patient was off anticoagulation was reported under medwatch MFR report #2916596-2016-01407. Serial number of the device was not provided, therefore the manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered from multiple bouts of gi bleeding since lvad implant. The patient had enteroscopies for gi bleeding on (B)(6) 2016. Coumadin was discontinued after the (B)(6) episode of bleeding. The patient presented with dark, tarry stools and a drop in hemoglobin and hematocrit levels with each episode. Multiple arteriovenous malformations were found in the duodenum and jejunum, and ones that were actively bleeding were clipped. The patient remained ongoing on lvad support and ultimately received a pump exchange on (B)(6) 2016 for suspected thrombus with pump stoppages.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Examination of the pump blood contacting surfaces revealed no adhered thrombus formations or depositions. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities. Continuity and high potential testing was performed on both portions of the returned driveline and did not identify any breaches to the insulation of any of the wires that would have contributed to the reported events. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.